Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was checked post implant and a rise in threshold was noticed. It was also reported that the device exhibited intermittent capture at the highest programmed output and premature battery depletion. The device was turned off and the patient received a transvenous system. No patient complications have been reported as a result of this event.